Event description:
Or tech was using a #3 handle to load a #20 blade before procedure. User stated, that he must of had his finger on the lock tab and when he went to load the blade, he pushed the blade into his hand. The tech was taken to the emergency room where stitches were administered to close the wound. The tech also visited a plastic surgeon, however additional medical intervention was deemed unnecessary.

Manufacturer narrative:
Evaluation summary: incident is attributed to user misuse. The number 20 blade requires a number four handle, the user states that a number three handle was used. The stileto end on the number three handle would be too short to activate the shield properly.